Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. There was no impact to customer¿s blood glucose (bg) level. Customer was unable to clear alarm. Reportedly, the customer has manual injections as alternate insulin therapy.